Manufacturer narrative:
The insulin pump was received with critical pump error alarm during testing and unable to download due to moisture damage on the electronic assembly. Unable to perform the functional testing's including the self test, sleep current measurement, active current measurement, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error alarm.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error after possible exposure to moisture and experienced high blood glucose level. The customer¿s blood glucose level was 21 mmol/l. The insulin pump will not be returned for analysis.